Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted baxter global technical services (gts) regarding assistance with a check supply line alarm while using the homechoice during fill 4 of 4. The patient explained they removed the final bag and then reconnected it. Gts assisted the patient in ending therapy, and the patient elected to complete therapy with manual supplies. The patient was advised to contact their dialysis nurse regarding switching the solution bag and any possible sterility issues. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause was not identified. The lot information was unknown, so a batch review was not performed. The homechoice patient at-homeguide instructs patients not to replace empty solution bags or reconnected disconnected solution bags during therapy. If a bag becomes disconnected during therapy, patients are instructed to follow the "end therapy early procedure". This review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress thought (B)(4).